Manufacturer narrative:
Device evaluation of monitor was completed. The monitor displayed a service code 204 (belt/monitor unusable). The cause for the service code 204 was due to contamination found on the c/a board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).